Manufacturer narrative:
The device history record (DHR) for this manufacturing lot was reviewed and the device met all release criteria and there were no discrepancies or unusual findings that relate to the reported event. The explanted inlay was discarded by the facility and is not available for evaluation. Inlay shifts in position and inlay removal are listed in the device labeling as known potential risks. (B)(4),

Event description:
The patient underwent implantation of the raindrop corneal inlay in the left eye on (B)(6) 2016. Inlay repositioning was attempted three months postoperatively due to presumed inlay decentration. During the procedure, the surgeon was unable to preserve the inlay and it was exchanged with a new inlay. There is no known impact to the patient's best corrected distance visual acuity (bcdva). Additional information is being requested.

Manufacturer narrative:
(B)(4)

Event description:
Patient follow-up was requested from the surgeon, who provided the following additional information. The initial and replacement corneal inlay surgeries were uneventful. The initial inlay decentered approximately 300 microns superiorly. The patient experienced blurry vision and dry eye. The patient's best corrected distance visual acuity (bcdva) decreased from 20/20 preoperatively to 20/50 prior to exchange. Although, decentration resulted in decreased bcdva but surgeon reports that the reason for inlay explantation was patient's dissatisfaction with the uncorrected near vision. Six weeks post inlay exchange, the bcdva remained unchanged at 20/50. The surgeon reports the surgical microscope as being contributory to the inlay decentration. Additional patient follow-up was requested and the following update was received. The patient was last examined on (B)(6) 2017, the bcdva had returned to baseline and the surgeon plans to do a refractive lens exchange for the patient.